Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, according to the surgeon, the cartridge split during insertion.

Manufacturer narrative:
Evaluation summary: the associated lens was returned. Viscoelastic was dried on the lens. Both haptics are bent. One haptic is broken. The customer indicated the use of a qualified lens, handpiece and viscoelastic. The root cause cannot be determined for the complaint of cartridge split. The cartridge was not returned for an evaluation of the reported damage. The associated lens was returned. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the lens damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).